Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that because the balloon didn't deflate, the embolectomy catheter was blocked in the vessel for a while during the procedure, the device was finally removed after the balloon was punctured with a wire. No injury was reported to the patient.